Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the multi link mini vision rx and otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
A patient called directly to report that during her last intervention on (B)(6), 2011, the physician told her that a previously implanted mini vision stent had "malfunctioned" and this required an additional stent to be implanted as treatment. The patient has had five mini vision stents implanted previously. Additional information received from the physician's office indicates that the mini vision stent restenosed eight months post procedure requiring medical intervention with implantation of another stent. No additional information has been provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.